Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Jaw desalignement , clip malformation, that detaches from the tissue. Patient consequence: no. Action taken for procedure: repair done with suture. Procedure: CABG.